Manufacturer narrative:
The return of the product is not expected. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant of this right ventricular (rv) lead, high out of range pacing impedance measurements greater than 2,000 ohms were observed when the lead was connected to a pacing system analyzer (psa). The lead was repositioned in multiple different positions, however, the helix would no longer extend. The lead was removed and another lead was used. No adverse patient effects were reported. This product was attempted, but not implanted.